Manufacturer narrative:
No external power events while on the mobile power unit (mpu) in (B)(6) 2020 are reported under MFR # 2916596-2021-02691. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mpu was confirmed via the submitted log files. A review of the submitted log files spanned approximately 58 days (B)(6) 2020 and (B)(6) 2021 per time stamp). On (B)(6) 2020, while connected to the mpu, a no external power alarm activated due to both white and black lead voltages diminishing to 3.84v. On (B)(6) 2021 at 14:24 and (B)(6) 2021 at 15:03, while connected to the mpu, a no external power alarm activated due to both lead voltages diminishing to 2.78v and 3.18 respectively. On (B)(6) 2021, while connected to the mpu, at 12:56, 23:31, and 23:33, a no external power alarm activated due to both lead voltages diminishing to 2.78v. The backup battery was able to provide power to the controller during these events and the alarm cleared after the power was restored. There were no other notable alarms active in the log file. The mpu (serial (B)(4)) was not returned for analysis. Additional information communicated on 23jun2021, indicated that the mpu does not have a v-lock connector and that it would not be returned at this time. It also indicated that the power cord is intact and there has been no indication of the cord becoming loose. A root cause for the reported event cannot be conclusively be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Setup and use of the mobile power unit (mpu) with the heartmate ii lvas system are documented in the heartmate ii lvas patient handbook with mpu and heartmate ii lvas IFU with mpu. Heartmate ii instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate ii instructions for use section 8, ¿equipment storage and care¿ and heartmate ii patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including proper care of power cables and patient cable when connected to mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file showed no external power alarms related to a loss of ac power on the mobile power unit (mpu). During this no external power event there was no total power loss of pump stoppage, as the backup battery was able to provide power. The mpu did not have a v-lock connector on the ac power cord. The power cord was intact. Patient has not complained of the power cord becoming loose. There were no environmental circumstances that would have affected ac power at the time of the event.